Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the patient suffered severe and incapacitating pain in her pelvic and vaginal regions. Also suffered from numerous complications attributed to the products, including, but not limited to, severe pain, erosion, bowel problems, dyspareunia, neuromuscular problems, vaginal scaring, organ perforation and a reoccurrence of the stress urinary incontinence and pelvic organ prolapsed treated by the products. No further information has been provided.